Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communicate to bg meter or carelinh pro due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone insulin pump anomaly. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.